Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported event and agreed with the reporters assessment that the device use did not contribute to the patient¿s outcome due to the patient being in a non-shockable rhythm. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display and would not power on during a cardiac event. The patient, an (B)(6) year-old female, had recently had a pacemaker implanted (10 days prior to the event). The patient reportedly collapsed with central chest pain and a family member was performing CPR when first responders arrived on scene. Medical personnel then connected their device to the patient, but it would not power on when prompted. Medical personnel advised that they removed and reinstalled the device¿s battery but that did not resolve the reported issue - the device would not power on and continued to have a service wrench on its readiness indicator. The first responder then requested a backup unit and continued CPR. The customer advised that an ambulance arrived approximately four (4) minutes later and that the crew connected the patient to their ECG machine. Additionally, the critical care practitioner (ccp) on scene used his ultra sound to scan the patient¿s heart, where she was observed to have a non-shockable rhythm (pulseless electrical activity or pea). The patient did not survive the event; however, the healthcare professional on scene advised that it was her opinion that the device use did not contribute to the patient¿s outcome due to the patient not being in a shockable rhythm during the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display and would not power on during a cardiac event. The patient, an 80 year-old female, had recently had a pacemaker implanted (10 days prior to the event). The patient reportedly collapsed with central chest pain and a family member was performing CPR when first responders arrived on scene. Medical personnel then connected their device to the patient, but it would not power on when prompted. Medical personnel advised that they removed and reinstalled the device¿s battery but that did not resolve the reported issue - the device would not power on and continued to have a service wrench on its readiness indicator. The first responder then requested a backup unit and continued CPR. The customer advised that an ambulance arrived approximately four (4) minutes later and that the crew connected the patient to their ECG machine. Additionally, the critical care practitioner (ccp) on scene used his ultra sound to scan the patient¿s heart, where she was observed to have a non-shockable rhythm (pulseless electrical activity or pea). The patient did not survive the event; however, the healthcare professional on scene advised that it was her opinion that the device use did not contribute to the patient¿s outcome due to the patient not being in a shockable rhythm during the event.